Manufacturer narrative:
Analysis identified that the touch screen did not respond to the test pen. Analysis identified that the touch screen requires replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for testing. The programmer subsequently tested out of specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was further noted that the upper case screw connector was damaged. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction aware date on previously submitted supplemental MDR: 2024-08-09 (august 9th 2024) correction section g3: date MFR rec: 2024-08-09 (august 9th 2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.